Manufacturer narrative:
Apoc incident # (B)(6) . The investigation was completed on (B)(6) . A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l19327.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 1.90 on a (B)(6) year old female patient admitted for midsternal and left upper chest pain accompanied by shortness of breath and weakness rated 8/10, pain increases with activity. The admitting diagnosis was nstemi. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2020, result: 1.90. Lab, (B)(6) 2020, 0.00. Test/collection times and cut off values were not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer states that the patient received a catheterization that resulted negative. Apoc has determined that patient may have received an unnecessary catheterization resulting in an adverse event. The patient was discharged the following day. The investigation is underway. Per I-stat system manual: art: (B)(4). Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).